Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one ultrascore 035 device for evaluation loaded on an unknown guidewire. The strain relief was not seated on the y-body. Bunching at the proximal end of the catheter shaft and break of both scoring wires from one end at the inner coils were noted. Bunching was noted throughout the balloon and inner guidewire lumen. The scoring wires over the balloon were noted deformed too. The od of the unknown guidewire was measured to be 0.02575 inches. No further testing was performed. Therefore, the investigation is confirmed for the reported guidewire removal difficulty and identified material deformation as the device was returned loaded on an unknown guidewire, with bunching throughout the balloon, shaft, inner guidewire lumen and deformation of the scoring wires, which would have been caused due to removal difficulties. The investigation is also confirmed for the identified strain relief dislodgement as the strain relief was noted not seated on the y-body. The investigation is also confirmed for break of the scoring wires as both scoring wires were seen broken away from the inner coils at one end. A definitive root cause for the reported guidewire removal difficulty, identified material deformation, strain relief dislodgement and scoring wires break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 06/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly cannot be removed from the wire. There was no reported patient injury.